Event description:
After the miniarc device was passed, physician noted that the mesh immediately frayed. A second device was used without incident. It is unknown if the second device was the same or different lot number.